Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is new to the pump and had delivered a bolus that was not needed. The customer's blood glucose (bg) level was impacted (29 mg/dl). The customer consumed sugar to address low bg level.